Event description:
It was reported that the patient started experiencing numbness and tingling in both feet shortly after a spinal cord stimulator trial was removed. The patient had not experienced those symptoms prior to the trial. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient was diagnosed with small fiber neuropathy shortly after the device was removed. It was unknown if removing the trial device caused the issue, or if it was just coincidence or if it aggravated the situation. The patient would have the symptoms for good. The trial was done by the patient's pain management doctor. The patient had last seen the doctor about 1 month prior to the date of this report.

Manufacturer narrative:
(B)(4).